Event description:
It was reported during the procedure, "the driver's grip was too strong" to remove from the acutrak 2 micro screw, and a hammer was used to force the driver out. There were no adverse consequences to the patient. Two (2) driver tips were returned. It is unclear which of the two driver tips was used. The reported screw was not returned. This report is related to report numbers 3025141-2022-00287 and 3025141-2022-00288 for the other devices involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the screw was not returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found.